Event description:
It was reported that during a da vinci s prostatectomy procedure that wires broke on a mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. One grip close cable was broken at the distal idlers pulley. The idler pulley spun freely but had damage on the surface. The broken cable segment stuck out at the instrument's wrist. Other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.